Event description:
The customer reported via phone call that the insulin pump alarm motor error, failed battery test, weak battery, and blank display. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, the customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The insulin pump would be replaced due to motor error.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.